Manufacturer narrative:
Follow-up # 1 date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: the black box and alarm history showed multiple cs 078 call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no errors, alarms or warnings occurring. The pump¿s cover was removed and there was moisture found on the printed circuit board (pcb) on the motor flex connector. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and there was moisture corrosion observed on the display screen inside the pump. Also unrelated to the initial complaint, there was a crack in the pump case between the keypad and the case seal. A leak test was performed and failed due to a crack in the pump case. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm 078 issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.